Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in the saphenous vein graft to the posterior descending artery. The physician advanced a 182cm filterwire to the target lesion, however it was unable to cross and the device was successfully removed. Then the physician advanced a 3.5x20mm promus element plus stent delivery system to the target. The 3.5x20mm promus element plus stent was not able to cross a previously implanted non-bsc stent and became stuck causing the distal portion of the 3.5x20mm promus element plus stent to accordion "about half way down". The device was successfully removed and the procedure was completed by predilating the lesion and implanting a 3.5x18mm non-bsc stent. No patient complications were reported and patient's status is ok.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).